Event description:
It was reported that during use of this insertion gun in hand surgery, the anchor did not deploy resulting in a 25 minutes delay to secure another device. There was no report of injury and the procedure was completed as intended without further problems.

Manufacturer narrative:
Investigation findings: the micromite inserter and cartridge were received for evaluation. The cartridge was removed and a test cartridge with implant was loaded into the inserter. The inserter fired but the cartridge did not release smoothly. A visual inspection found the collet is asymmetrical. Conmed linvatec will continue to monitor this product for failures.